Event description:
It was reported that the right cylinder of this tactra malleable penile prosthesis came out of the corporal body. The patient claims this happened after being arrested and shoved to the ground. A surgical procedure was performed to remove both cylinders and replace it with an inflatable penile prosthesis (ipp). The tactra is not being returned due to contamination. No additional patient complications were reported.

Event description:
It was reported that the right cylinder of this tactra malleable penile prosthesis came out of the corporal body. The patient claims this happened after being arrested and shoved to the ground. A surgical procedure was performed to remove both cylinders and replace it with an inflatable penile prosthesis (ipp). The tactra is not being returned due to contamination. No additional patient complications were reported.